Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter was fractured. The target lesion was located in the very tortuous right buttocks artery. A direxion hi-flo was selected for use in an embolization procedure. During the procedure, it was noted that the catheter was broken about 50 cm in or about half way into the device. The device was able to be removed, but the system was lost. The procedure was successfully completed with a different device. No patient complications reported and no negative sequealae to the patient condition.